Manufacturer narrative:
A data review was performed and there was no indication of a device malfunction. This MDR is being submitted late, as the initial submission on (B)(6) 2024 failed. This was determined to be an issue with FDA¿s system accepting miradry¿s renewed ssl/signing and encryption certificate, which had a leading zero in the serial number. This was determined to be the cause of the MDR submission failure. Following troubleshooting with the esg help desk, a new certificate was obtained and uploaded, and the subsequent MDR submission on (B)(6) 2024 was successful.

Event description:
Email received from rep stating she received a call from (B)(6) mi letting her know that the model from the refresher training that took place on friday, october 18 is in the hospital with sepsis.